Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: (B)(4). Common device name: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary : bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that air bubbles formed in the tubing, preventing the tubes from filling properly while using the bd vacutainer® push button blood collection set. The following information has been provided by the initial reporter: "it was reported that staff are experiencing air in the tubing once they take the patients blood. "